Event description:
The device was removed and replaced due to the pt's report of "ghosting" and "ferris wheel" effects. Halos and glare are a known and labeled possible side effect of implantation of a multifocal lens.